Event description:
It was reported that the patient was to have magnetic resonance imaging (MRI). When the reporter was asked if the magnetic resonance imaging (MRI) was related to the pump or therapy, the reporter stated it was for a ¿different health reason.¿ the reporter then stated the pump was actually "not active". The reporter did not know if there was a problem with the pump, but stated ¿the pain doctor here didn't want to fill it". The pump system was being used to infuse an unknown medication. Further follow-up is being conducted to obtain information regarding any interventions that were performed, the outcome, the pump medications, and the reason why the pump was not active. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j11042r67, implanted: (B)(6) 2002, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).